Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two photos were received and evaluated. One photo displayed the graphic side of a 3ml syringe (p/n 303346) from batch #1239102. One photo displayed a vial with unknown medication that appeared to show a piece of sheared rubber present inside of it. Please refer to the directions for use present on the back of the syringe box. Bd syringes with blunt plastic cannula are specifically designed for use with preslit injection sites. They are not compatible with other injection sites. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. It is likely based on description that this product is not being used for its intended application. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in bd luer-lok¿ tip with blunt plastic cannula. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported fm. We have had a med vial rubber stopper shearing when a clinician is using the ref 303346 syringe w blunt plastic cannula. This has happened multiple times and the fragment has been aspirated back into the syringe and caught by the nurse prior to injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two photos were received and evaluated. One photo displayed the graphic side of a 3ml syringe (p/n 303346) from batch #1239102. One photo displayed a vial with unknown medication that appeared to show a piece of sheared rubber present inside of it. Please refer to the directions for use present on the back of the syringe box. Bd syringes with blunt plastic cannula are specifically designed for use with preslit injection sites. They are not compatible with other injection sites. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. It is likely based on description that this product is not being used for its intended application. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that foreign matter was found in bd luer-lok¿ tip with blunt plastic cannula. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported fm. We have had a med vial rubber stopper shearing when a clinician is using the ref(B)(4) syringe w blunt plastic cannula. This has happened multiple times and the fragment has been aspirated back into the syringe and caught by the nurse prior to injection."